Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. During dwell phase cycle 1 of the fifteen minutes treatment, a stalled at a state machine for a long time (warning)) message occurred and the treatment was cancelled. An inspection of the heater tray/scale found it was not obstructed and was functioning correctly. The failure was due to faulty function board. The function board was replaced with a test function board. The second fifteen minutes simulated treatment was performed and completely without failures. There were no fluid leaks in the test cassette during the test treatment. The cycler underwent and passed a system air leak test and valve actuation test. The mushroom head check passed and the cycler tested positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process and the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of a clinic¿s cycler in treatment complete when removing the cassette. The peritoneal dialysis registered nurse (pdrn) reported receiving an unknown alarm during fill 1 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event and stated that they were training on a dummy tummy when the fluid leak occurred. There was no patient involvement. One of their patients (c.d.) Was removing the supplies from the training cycler and discovered the leak. The pdrn stated that the patient completed their treatment by performing manuals. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that the clinic has received the replacement cycler and they are continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn was not sure if the cassette was available to be returned to the manufacturer for physical evaluation, however, the old cycler has been picked up and returned.